Manufacturer narrative:
Correction: h6:-device codes.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) system due to concerns of inappropriate therapy delivery. It was noted that the device stored data had recorded ventricular episodes, signal artifact monitor (sam) event. Upon review of the ventricular episodes, the presenting electrogram (egm) showed that the patient was in a supraventricular tachycardia (svt) rhythm that was one to one ratio. It was also noted that the patient was asymptomatic. Further review of the ventricular episode showed that the ICD delivered eight bursts of anti-tachycardia pacing (atp) and five shocks in attempt to convert the rhythm. Therapy was exhausted. It was noted that the second shock appeared to have accelerated the patient svt into ventricular tachycardia (vt) which then spontaneously converted back to svt. Ts also reviewed the sam event which showed the device having oversensing atrial noise signals. Ts discussed possible troubleshooting options with the hcp. At this time, the ICD and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) system due to concerns of inappropriate therapy delivery. It was noted that the device stored data had recorded ventricular episodes, signal artifact monitor (sam) event. Upon review of the ventricular episodes, the presenting electrogram (egm) showed that the patient was in a supraventricular tachycardia (svt) rhythm that was one to one ratio. It was also noted that the patient was asymptomatic. Further review of the ventricular episode showed that the ICD delivered eight bursts of anti-tachycardia pacing (atp) and five shocks in attempt to convert the rhythm. Therapy was exhausted. It was noted that the second shock appeared to have accelerated the patient svt into ventricular tachycardia (vt) which then spontaneously converted back to svt. Ts also reviewed the sam event which showed the device having oversensing atrial noise signals. Ts discussed possible troubleshooting options with the hcp. At this time, the ICD and right atrial (ra) lead remain in service. No additional adverse patient effects were reported.